Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that she had lost balance and was sweating profusely prior to hospitalization. Customer also stated that perceived cause of low blood glucose levels was that she did not eat enough fool troubldshooting performed and pump appeared to be operating as designed.